Event description:
The following was reported to hamilton medical ag: oxygen flow in not delivered. Calibrated software mode but problem not solved. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).